Event description:
Reporter alleged obtaining the results of 432 mg/dl and 151 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2010, the patient underwent a procedure for treatment of an aortic arch dissection of the descending thoracic aorta. A gore introducer sheath with silicone pinch valve was used to advance a gore tag thoracic endoprosthesis for implant. The sheath was inserted into the right femoral artery. Although there was strong resistance, the introducer sheath was advanced into position and implanted. Ballooning of the area was performed. Upon removal of the introducer sheath, the patient's blood pressure dropped to the 40's (mmhg). The physician diagnosed a rupture of the access vessel. Two gore iliac extender components were implanted at the junction of the right common, and external iliac arteries. The ruptured was repaired, but leaking was still present. A femoral crossover bypass was performed using an unknown graft. The patient tolerated the procedure, and is doing well. The physician stated he was prepared for damage or rupture of the access blood vessel, and that the device did not cause the incident.